Manufacturer narrative:
Concomitant medical products: a7700-23 valve, implanted (B)(6) 1989; 4003 lead, implanted unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise. The right atrial (ra) lead exhibited poor thresholds. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.